Event description:
It was reported that one day post-implant,  the right atrial (ra) lead dislodged. It was also noted that the ra lead exhibited raising thresholds and diminished p waves. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.